Event description:
Customer reported the insulin pump alarmed remote frequency crc failed self test about once a day for three days. Customer's blood glucose was 103 mg/dl. Alarm and possible causes were explained to the customer. Alarm did not occur during prime or rewind sequence. Customer was advised to remove reservoir from the device and perform rewind process. Customer was advised to program a normal bolus into the air; it recorded on the device bolus history. Temporary basal was not programmed before the alarm. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). A complete analysis and testing of the insulin pump showed that I was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No remote frequency failed self test alarm or device software error alarm noted. The device passed the self test. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube.